Manufacturer narrative:
Eval results: the physical dimensions are within published ranges. The ipg was tested on the auto-tester and passed. Conclusion: complaint could not be confirmed "discomfort." Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2007, the pt was implanted with an scs sys. Pt lost a lot of weight. The ipg was causing pain at the ipg pocket site. Pain was present when the stimulation was on and off. The ipg was replaced with a new, smaller one.